Manufacturer narrative:
A draeger svc rep was requested by the facility to check the humidity module for proper operation and the service report indicated the module met manufacture specifications and functioned as intended. In this case the user hand was burned from steam vapors when attempting to refill the reservoir. The instructions for use (IFU) section "filling the humidity reservoir" provides the user with instructions and illustrations regarding refilling the reservoir during use. The evaporator and vapor port are located at the rear of the reservoir assembly. Refilling the reservoir does not require complete removal from the unit. Based on this, it is not known how the user was exposed to the steam vapors without completely removing the reservoir. A warming in the IFU states "the evaporator can be sufficiently hot to cause burns. Avoid removing or touching the evaporator until the humidity reservoir has been disconnected from the incubator for at least 45 mins. Noncompliance may result in death or serious injury." There are also the international symbols for "caution" and "caution: hot surface" embossed on the top surface of the reservoir assembly as a visual warning to the user. Draeger has made repeated attempts to obtain additional info from the facility in regard to the extent of injury to the user and more detail as to what transpired to cause the injury to have occurred. Draeger has not received a response to these requests after making multiple attempts. With the limited info provided no conclusions can be drawn.

Event description:
A nurse was burned/scalded when pulling out the reservoir drawer to fill the water reservoir. It was also reported that there was a release of steam when the drawer was pulling out. As of (B)(6) 2012, the nurse was still out of work due to the injury. The customer requested to have a draeger service engineer come to the hospital to check out the isolette 8000 for proper function. After multiple attempts, no additional details could be obtained from the hospital. (B)(4).